Event description:
It was reported that the nurses stated that they were trying to initiate therapy, and arctic sun device was alarming patient temperature (pt)1 probe out of range. Verified probe was registering on alternate device. Advised to swap out temperature in cable. Nurses swapped out cable, but stated part of cable was stuck in the port. Advised to swap out the device and send this one to biomed for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Nurses stated that they were trying to initiate therapy, and arctic sun device was alarming patient temperature (pt)1 probe out of range. Verified probe was registering on alternate device. Advised to swap out temperature in cable. Nurses swapped out cable, but stated part of cable was stuck in the port. Advised to swap out the device and send this one to biomed for evaluation. The instructions-for-use were found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurses stated that they were trying to initiate therapy, and arctic sun device was alarming patient temperature (pt)1 probe out of range. Verified probe was registering on alternate device. Advised to swap out temperature in cable. Nurses swapped out cable, but stated part of cable was stuck in the port. Advised to swap out the device and send this one to biomed for evaluation.